Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 displayed a "backup alarm failed" error code. A request was made to have a field service engineer (fse) perform an evaluation of the device, and to order a replacement cpu board. The investigation is ongoing.

Manufacturer narrative:
H10: the philips field service engineer (fse) reported that the error code 1104 had appeared, but that they were unable to replicate the issue. The fse tested the resistance of the speakers and performed an alarm test. The device was then reported to have been returned to use.